Manufacturer narrative:
(B)(4). Date sent: 6/21/2024 d4: batch # unk a manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9de5f, and no non-conformances were identified. Manufacturing date: jul 12, 2023. Expiration date: jun 30, 2026. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, could not fire farther after fired a little. And then that during the surgery, after fired, the staple line and cut line are both complete. Noted oozing. To stop oozing with compression hemostasis. There were no adverse consequences to the patient. No additional information could be provided.